Event description:
A report was received that the patient is having trouble charging their implant. During the ipg replacement surgery the physician noted that the paddle lead appeared to be severed. The physician elected to leave the paddle lead implant. Following the revision it was noticed that 10 contacts on the paddle had high impedance readings. The patient was reprogrammed around them and no further course of action will be taken.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-8216-70 serial#: (B)(4). Description:artisan surgical lead, 70cm the explanted ipg was not returned to bsn for further evaluation. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.